Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned during use. The following information was provided by the initial reporter: tubing found to have large bubble.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned during use. The following information was provided by the initial reporter: tubing found to have large bubble.

Manufacturer narrative:
Additional information: a lot number is unknown, however, possible lots were identified to be: d4: medical device lot #: 21046562 d4: medical device expiration date: 29apr2024 h4: device manufacture date: 29apr2021 d4: medical device lot #: 21046592 d4: medical device expiration date: 30apr2024 h4: device manufacture date: 30apr2021 d4: medical device lot #: 21046593 d4: medical device expiration date: 30apr2024 h4: device manufacture date: 30apr2021 d4: medical device lot #: 21045490 d4: medical device expiration date: 24apr2024 h4: device manufacture date: 24apr2021 d4: medical device lot #: 21045877 d4: medical device expiration date: 20apr2024 h4: device manufacture date: 20apr2021 d4: medical device lot #: 21045994 d4:medical device expiration date: 21apr2024 h4: device manufacture date: 21apr2021 d4: medical device lot #: 21046057 d4:medical device expiration date: 21apr2024 h4: device manufacture date: 21apr2021 d4: medical device lot #: 21045370 d4:medical device expiration date: 21apr2024 h4: device manufacture date: 21apr2021 d4: medical device lot #: 21046201 d4:medical device expiration date: 21apr2024 h4: device manufacture date: 21apr2021 d4: medical device lot #: 21046238 d4:medical device expiration date: 21apr2024 h4: device manufacture date: 21apr2021 d4: medical device lot #: 21055057 d4: medical device expiration date: 05may2024 h4: device manufacture date: 05may2021 d4: medical device lot #: 21055056 d4: medical device expiration date: 04may2024 h4: device manufacture date: 04may2021 d4: medical device lot #: 21055061 d4: medical device expiration date: 05may2024 h4: device manufacture date: 05may2021 d4: medical device lot #: 21046708 d4: medical device expiration date: 05may2024 h4: device manufacture date: 05may2021 d4: medical device lot #: 21055335 d4: medical device expiration date: 05may2024 h4: device manufacture date: 05may2021 h6: investigation summary one sample (model #2420-0007), one extension set, and one photo were returned by the customer. It was reported that the tubing found to have large bubble. The photo shows the bulge in the the pump segment. This photo verifies the complaint. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity with the returned extension set attached to the tubing. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A lot number is unknown, however, possible lots were identified to be: 21046562, 21046592, 21046593, 21045490, 21045877, 21045994, 21046057, 21045370, 21046201, 21046238, 21055057, 21055056, 21055061, 21046708, 21055335. A device history record review for model 2420-0007 and possible lot number 21046562 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21046592 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21046593 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21045490 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21045877 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21045994 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21046057 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21045370 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21046201 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21046238 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21055057 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21055056 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21055061 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21046708 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21055335 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.